Event description:
It was reported that the cannula did not deploy when the pod was activated; instead it deployed from a different hole. This indicates that a needle mechanism failure occurred. The pod was not worn. The patients blood glucose levels rose to 317 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. The downloaded data shows the device only completed first prime before it was deactivated. No timeouts or drive stalls were observed in the device data. No damages or defects were observed with the drive mechanism that could a needle mechanism failure. Thus, there was no needle mechanism failure as the device deactivated at the end of first prime.